Event description:
Pt using a mechanical ventilator was found, expired, in room, in bed. The death was unexpected. Pt had been seen alive and responsive, with good skin color, in no distress approximately 30 minutes prior to the above occurrence. The respiratory therapist (the 3rd person to enter the room after pt was found expired) states the ventilation was off.